Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with 275cc smooth mentor memorygel breast implant experienced right-sided grade IV and left sided grade iii capsular contracture postoperatively. As a result, explant and replacement with unspecified implants was performed on (B)(6) 2022. The right sided capsular contracture was reported initially under 1645337-2021-07822 on (B)(6) 2021. On (B)(6) 2022 mentor received additional and initial awareness of bilateral capsular contracture. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 9359128 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).